Manufacturer narrative:
The device was returned to olympus repair department. The service evaluation could not confirm/duplicate the customer's reported problem, intermittent video and artifacts. Additionally, corrosion was identified on the electrical contacts of the video connector and on the (picture in picture) pip terminal. Since the subject device was manufactured over 15 years ago, its manufacturing record could not be checked. A review of the device repair history shows the device has not been repaired in the past year.

Event description:
Olympus (B)(4) was informed that the customer visera video system center has an intermittent image defect, ¿intermittent video and artifacts¿. The reported defect was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the intermittent video and artifacts were due to corrosion found on the electrical contacts of the video connector. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.